Manufacturer narrative:
Patient weight unavailable.

Event description:
Lead extraction procedure commenced with use of a 14f glidelight device. Due to tough binding, the physician chose to upsize to a 16f glidelight device. The patient''s blood pressure dropped soon afterward, with an effusion seen via tee. Rescue efforts began immediately; a 5mm svc tear was identified and repaired. While the patient''s chest was open, a remaining lead was removed, and reimplantation occurred. Patient survived procedure.